Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead were moved once during implant because the threshold "went up significantly.¿ it was noted that one hour after implant the patient¿s blood pressure dropped and the patient was in distress. The patient coded and cardiopulmonary resuscitation was performed. The patient was responsive again with low blood pressure. The patient experienced a perforation, hemothorax and pericardial effusion. The physician performed a pericardiocentesis. One day post implant the right atrial (ra) lead threshold was up slightly. Three days post implant an echocardiogram showed an effusion again and a pericardialcentesis was performed with a pigtail catheter left in. Four days post implant the ra lead was not sensing, had decreased p waves, and not capturing. The lead was reprogrammed. Later, an attempt was made to reposition the lead however there was elevated threshold and high unipolar impedance. The ra lead was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.